Event description:
Related manufacturer report number: 2017865-2022-13122. It was reported that a patient presented to clinic for follow-up. Device interrogation revealed noise on both the atrial and right ventricular (rv) leads. Programming changes were performed to resolve the issue; the device will continue to be monitored. The patient condition is stable.